Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint will be reopened if a sample is received. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The true root cause of the failure could not be determined based on available information. A review of the DHR¿s, maintenance records or process monitoring data is not possible because no lot number was provided. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The product ID, lot number, and customer information were not provided on the medwatch form. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the syringe tips of the covidien monoject 35ml leur lock tip syringes occasionally break off with limited pressure applied. The context in which they are seeing this breakage is in the home infusion environment where patients are receiving the product with syringes broken although they left the pharmacy intact. Pressure application to the tip was replicated with easy breakage following a limited amount of physical pressure. Changing the packing technique to stabilize the syringes during the shipping process has decreased the reports of broken syringe tips but has not completely mitigated the reports. There was no patient harm.